Event description:
Received report claiming as the end-user was exiting a home via a ramp that transitioned onto gravel pathway. Reports claims the device at some point lost traction which caused the end-user to lose control where the device reportedly slid down an embankment into a hole. Report indicates the end-user remained seated in the device and it remained upright throughout the event, but the drop into the hole reportedly resulted in injuries that required medical intervention to address.

Manufacturer narrative:
Reports provided claim the device having appeared to have lost traction on a gravel pathway, and the end-user having reportedly lost control forcing the device to be maneuvered off the pathway where it slid down an embankment and landing into a hole that was approximately 10 inches in depth. Reports indicate the end-user remained seated in the device, and it remained upright throughout the event. The end-user was reported to have sustained fractures to the pelvis and upper portion of the femur as a result of the force of the impact when the device dropped into the hole. Reports indicate the end-user is currently seeking medical intervention for the injuries sustained. The device was evaluated by permobil representative and service provider to which the device was found to remain fully operational with no signs of a product malfunction having occurred. Reports provided claim the device had reportedly lost traction on the pathway and was presumed by witnesses that the end-user lost control and possibly over-compensated when attempting to correct with the joystick controls. Permobil was unable to re-create the loss of control as described, finding the device to react accordingly when given drive commands. Permobil is unable to determine a possible cause for this event without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.